Event description:
The customer reported that the system made a loud popping noise and then displayed a communications failure error message. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The candle sticks were regreased. The system was tested and operates as intended.